Manufacturer narrative:
The customer¿s report of the device infusing too quickly was not confirmed. Physical inspection noted the device to be in overall fair condition with the instrument seal intact. Both iui connectors were dull, there was a small crack at the lower door hinge and a small piece of the sear was broken. Fluid ingress was also observed inside the device and on 2 of the components on an internal circuit board. Analysis of the pcu event log shows that at 12:17 am on (B)(6) 2017 diltiazem 100mg/100ml was programmed to infuse at 5 ml/hr with a vtbi of 85 ml. The infusion continued until 1:15 am, with 4.412ml recorded as being infused during this period. The starting volume of the fluid container cannot be determined through device logs. Functional testing was performed and found the device to be delivering fluid within specification. The root cause of the customer¿s report of infusing too quickly was not identified. The disposable set was not returned for investigation.

Event description:
The customer reported that due to the patient having a heart rate between 150-170, diltiazem was programmed to infuse at 5mg/hr (5ml/hr) with a vtbi of 100ml. After 1 hour the pump alarmed for air in line, the bag was empty, and the pump displayed a vtbi of 80ml. There was no evidence of leakage or spillage. The patient¿s blood pressure and heart rate dropped significantly; however, the patient was asymptomatic after the event.